Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In additional to the reported event in b5, the following nonreportable issues were identified: connector tip damaged; and labeling was illegible. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image on the hd 3cmos autoclavable camera head was blurry. The issue occurred during reprocessing. There was no report of patient harm or user injury associated with this event.